Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported unknown side rupture. Device remains implanted.

Event description:
Healthcare professional reported, left side "implant rupture". And capsular contracture, baker grade IV. Device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture: unable to observe since it is a medical event and is not related to the device. Rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is possible to determine the lot number 2671320 or catalog n-trm345 through the photos provided. It cannot be determined which device is for the left or right side per the photos provided.

Event description:
Healthcare professional reported left side "implant rupture" and capsular contracture, baker grade IV. Device has been explanted and replaced with a non-allergan device.